Event description:
It was reported that during a lap appendectomy procedure, the device was passed to the surgeon without a cartridge. The device cut, but did not staple across the cecum. The bowel was sutured and there was no adverse consequence to the patient.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed, because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.